Manufacturer narrative:
Neither the catalogue number nor the lot number was available thus neither DHR review nor failure analysis could be completed. Cerebral artery stenosis is a known potential adverse event associated with the use of the enterprise vrd device and is listed in the IFU as such. This is an off label use of the vrd device in the neck portion of the carotid vessel. Although there is not product specific information available, all products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that the presenting dissection, target characteristics, medication regimen and procedural issues may have contributed to the reported event.

Event description:
From a follow-up consultation report from the facility stenosis occurred during emergent intervention for a dissection the internal carotid artery where a previous stent-assisted coil embolization was previously performed. The patient underwent a stent assisted coil treatment for a spontaneous dissection of the left internal carotid artery 2 years prior. The previous dissecting aneurysm was successfully occluded and patency of the internal carotid artery was confirmed. The patient had a follow up angiogram the same year which proved normal. The patient was found to have right hemiplegia with aphasia one morning and subsequently presented to the emergency room. Initial angiogram showed a new dissection as well as complete occlusion of the stent to the left internal carotid artery. Emergent intervention was performed to treat the dissection and occlusion. The artery was remodeled to treat the dissection by deploying 3 stents, two neuroform then one enterprise. The second neuroform was initially blocked from advancing until a new microcatheter was introduced. There were no issues with the first neuroform and enterprise stents, which deployed successfully. There was significant stenosis where the stents were placed but the lumen was patent. Emergent intervention for the occlusion was described as aspiration using a penumbra ace 64 suction catheter and a 3 max aspiration catheter through the ace 64. After emergent intervention antegrade flow of the blood into the internal carotid artery was restored. After discharge, the patient started to undergo speech therapy. The device is implanted and not available for return. Upon follow up the physician stated there was no adverse event associated with the enterprise stent. He stated there was a dissection of the artery that caused the patient's presentation, with associated thrombus that was successfully treated with the enterprise and 2 other stents. He further stated that he has no more information to report regarding this event.